Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a fingerstick blood glucose of 62 mg/dl and asked if she could proceed with a meal announcement; she was advised not to announce a meal while low and to treat the low first. Customer care provided support that included troubleshooting and education conducted during the call. Investigation of this case revealed no device malfunction and no device component issue based on the information provided. Symptoms included sleepiness/drowsiness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.